Event description:
The pt was implanted with a smooth saline mammary prosthesis on 9/9/1997. Subsequently, the pt experienced a deflation of the device, capsular contracture and infection. The device was removed on 12/1/1998.